Event description:
Patient reported "I've noticed the bottom of one is flattening out also some dimples, no pain or tightness". Subsequently, patient reported "slight ripple in breast and potential rupture" device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: bottom of one is flattening out also some dimples, slight ripple in breast and potential rupture.